Event description:
It was reported that a false motor stall/telemetry state occurred and the stall recovered within two hours. The reported also referred to this as an abnormal magnetic resonance imaging (MRI) check. No action was required. The patient was receiving adequate therapy. This device system delivered fentanyl, morphine, clonidine, and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).